Manufacturer narrative:
Photos were provided for review. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. (Expiration date: 10/2023).

Event description:
It was reported approximately two weeks post port device implant, imaging confirmed alleged catheter break due to difficulty in infusion. It was further reported that the distal catheter segment was removed from an unknown location via snare from the femoral vein. Reportedly, the port body remains in the patient and will be removed at a later date. The patient was reported as recovered post removal.

Event description:
It was reported approximately two weeks post port device implant, imaging confirmed alleged catheter break due to difficulty in infusion. It was further reported that the distal catheter segment was removed from an unknown location via snare from the femoral vein. Reportedly, the port body remains in the patient and will be removed at a later date. The patient was reported as recovered post removal.

Manufacturer narrative:
H10: manufacturing review: the lot met all release criteria. Device history record was reviewed and no deviations/issues were identified or associated with this problem in regards to product materials or during manufacturing, packaging or quality control inspection process. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot in regards to the described problem. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the IFU instructs on inserting and tunneling the catheter. Therefore, the product labeling will be considered adequate. Investigation summary: three electronic photos were reviewed. One photo shows a chronic catheter fragment with the rest of the catheter and device missing. The black distal tip is visible in the photo. The proximal end of the catheter, while appearing to be mostly circumferentially aligned, does appear to have an incline. One photo shows a closer view of the proximal portion of the catheter fragment. The 15 cm depth marker is visible and is near the proximal end of the catheter fragment. The photo is blurry, but there does not appear to be appreciable wear on the depth markers visible in the photo. One photo shows the catheter fragment being held with the proximal end oriented towards the camera. Although the photo is blurry, the cross-sectional surface at the proximal end appears to have some rough/jagged regions. Based on the photo review, a complete break in the catheter can be confirmed. One chronic catheter segment was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. Three photos were also provided and reviewed. The investigation is confirmed for a complete break in the catheter, as a complete mostly circumferentially aligned break was identified at the proximal end of the catheter fragment. The catheter fragment measured approximately 16.0 cm in length. The surface of the break was observed to be jagged and rough, and the lumen at the proximal end appeared to have a flattened elliptical shape. The catheter segment was patent to infusion and aspiration with no leaks noted. The findings from the investigation are consistent with fracture, material separation and material deformation. The definitive root cause could not be determined based upon available information. H10: g4, h6 (device codes: 1562 - material separation, 2976 - material deformation) h11: h3, h6 (method; results; conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.